Manufacturer narrative:
H10: the device was received for evaluation along with a photograph of the sample was provided for evaluation. Visual inspection of the provided photo shows the product wet (after priming) and the blood protection cap is attached to the broken dialysate connector. The visual inspection of the actual sample shows the product wet with one broken dialysate connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the time of priming the circuit, a leak was observed on one of the sides of the connector of a theranova 400. The customer further reported that ¿the filter was observed with a crack in the venous port and instability.¿ this occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1 (B)(6). Should additional relevant information become available, a supplemental report will be submitted.